Manufacturer narrative:
Results of investigation:the reported complaint was able to be confirmed and duplicated.the xdcr (transducer)exhalation flow transducer (pt802) failed.

Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr attempted to calibrate transducers. Calibration failed transducer is out of range. Ordered a new main board for replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.